Manufacturer narrative:
During follow-up, the patient said she was going to see her urologist to see if he can perform an operation to allow her to no longer catheterize, but due to her age, she said he might not be able to perform the surgery. She did not know the lot number of the units and did not notice any defect or malfunction of the f16 catheter that would have contributed to the infection.

Event description:
Intermittent catheter patient (user) stated she just got home from the hospital after being hospitalized for a bad urinary tract infection (uti) concurrent with catheter use. During follow-up, the patient said she was hospitalized for fourteen days. She was released to go home on antibiotics, but had to return to the hospital for treatment again and remained in the hospital for four days before being released. She was placed on intravenous (IV) antibiotics at home and is still taking them. The infection has not been resolved, and may have spread to other parts of her body.